Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics further described as ¿using fluids with antibiotics¿. At the time of this report the outcome of this peritonitis event was not reported. Action taken with dianeal and extraneal therapies were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.